Manufacturer narrative:
(B)(4). The 2.0x12 mm mini trek and 2.25x12 mm trek referenced are being filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, chronic total occlusion in the mid right coronary artery with heavy calcification and 100% stenosis, a progress 140t guide wire was advanced across the lesion. A 1.5x12 mm mini trek balloon dilatation catheter (bdc) was advanced and dilatation was performed at 10 atmosphere (atm). The bdc was replaced with a 2.0x12 mm mini trek rx bdc and during the first inflation at 12 atm the balloon ruptured. The bdc was replaced with a 2.0x15 mm mini trek rx bdc and during the first inflation at 12 atm the balloon ruptured. The bdc was replaced with a 2.25x12 mm trek rx bdc, the lesion was almost open and during the second inflation at 8 atm the balloon ruptured. The bdc was removed. Reportedly, all three trek bdcs that ruptured were soaked prior to use with no issues noted; however, air aspiration was not performed outside of the patient anatomy prior to use on all three trek bdcs. A 2.5x18 mm xience xpedition stent was then implanted to cover the lesion well and a 2.5x8 mm nc trek bdc was used for post-dilatation. The result was good. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the trek rx and mini trek rx, global instructions for use states: apply negative pressure and aspirate for 15 seconds. Slowly release the pressure to neutral, allowing contrast to fill the shaft of the dilatation catheter. Caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.